Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the alarm settings were unable to be set to the new value. The device was updated to the current software version and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the customer was unable to change the settings, or profiles - unable to change alarm and spo2 settings. No known impact or consequence to patient.